Event description:
It was reported that the user dropped the ilet device, resulting in a cracked screen that remained usable, and a replacement device was provided. Customer care provided assistance that included complaint handling and device replacement logistics. Investigation of this case revealed physical damage to the display consistent with accidental drop. Symptoms included no reported injury. Outcomes included no reported alerts or alarms and continuation of therapy without medical intervention. It was concluded that the event was device damage due to external impact, with no user harm and no functional impairment reported beyond the cracked screen.